Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery would not charge and it was noted that the programmer did power up with a known, good battery and also with its power cord. The battery was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer battery was not charging when it was plugged into the power. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.